Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15398932 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00186 and 1058196-2012-00187.

Event description:
During a coil embolization procedure, 2 orbit mini complex fill2.5x3.5bcoils ((B)(4)) stretched, and the enterprise vrd ((B)(4)) deployed on hub.

Manufacturer narrative:
During a coil embolization procedure, 2 orbit mini complex fill 2.5x3.5bcoils (637mf2535/ 15398932- 15223491) stretched, and the enterprise vrd (enf452812/ 10051681) deployed on hub. It was indicated that there was no reported event and no potential adverse event. No further clinical or procedural information has been provided in response to multiple investigative attempts. A non-sterile orbit mini complex fill 2.5x3.5 was received coiled inside of plastic bag. As received the support coil, gripper and embolic coil were not within the introducer; the introducer was not returned for analysis. The hypotube was inspected and several kinks were found throughout it. The support coil was found to have several kinks, the gripper was noted to have no damages, while the embolic coil was found stretched and separated from the headpiece. The embolic coil and the gripper were inspected under microscope. The embolic coil was confirmed to be stretched and separated from the headpiece, while the gripper was not damaged. The soldered section between headpiece and the coil loops was not fractured indicating that the solder had a good adhesion to the headpiece. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed. Additionally it was found separated from the headpiece. Although no additional information has been provided regarding the event, because the coil separation would have been readily evident to the user and there was no reported separation, it appears that this occurred post procedural use. Inspections are in place to prevent these types of damages from the facility. Due to the lack of information, contributing factors and root cause of the reported event cannot be determined. The cause of the kinks on hypotube and support coil, and also the stretched and separated condition of the embolic coil could not be conclusive determined; however, neither the analysis nor the device history records review suggest a relationship to the manufacturing process. Therefore no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00186 and 1058196-2012-00187.